Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced broken needle for 3 infusion sets on (B)(6) 2025, (B)(6) 2025. The infusion set was in use for 48 hours. The patient blood glucose (bg) level was high and patient got treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.